Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements greater than 135 ohms. Technical services (ts) was consulted and recommended a commanded shock to test ability to charge and deliver without an open circuit fault code. It was also noted that pacing impedance was in appropriate number and there was good sensing and threshold. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to field b5: describe event or problem. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements greater than 135 ohms. Technical services (ts) was consulted and recommended a commanded shock to test ability to charge and deliver without an open circuit fault code. It was also noted that pacing impedance was in appropriate number and there was good sensing and threshold. This ICD remains in service. No adverse patient effects were reported. Additional information was received, this device was explanted due to normal battery depletion and successfully replaced. This product was returned and is pending analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed at our post market quality assurance laboratory, where visual examination of the device header and case revealed no anomalies, and dimensional analysis confirmed expected measurements for each port. Simulated heart load testing showed normal defibrillation, pacing, and sensing functions, with impedance testing and electrical assessments confirming appropriate device operation without interruptions in therapy output at the programmed settings. The observed intermittent, out of range shock lead impedance measurements were not conclusively linked to a malfunction or inadequate lead to device connection and are likely due to the low energy test signal used for automatic or in clinic impedance testing. To address such findings, a 2015 software update improved impedance test consistency and provided additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements greater than 135 ohms. Technical services (ts) was consulted and recommended a commanded shock to test ability to charge and deliver without an open circuit fault code. It was also noted that pacing impedance was in appropriate number and there was good sensing and threshold. This ICD remains in service. No adverse patient effects were reported. Additional information was received, this device was explanted due to normal battery depletion and successfully replaced. No adverse patient effects were reported

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements greater than 135 ohms. Technical services (ts) was consulted and recommended a commanded shock to test ability to charge and deliver without an open circuit fault code. It was also noted that pacing impedance was in appropriate number and there was good sensing and threshold. This ICD remains in service. No adverse patient effects were reported.